Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("36 hours post op right now") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("36 hours post op right now") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one tube was perforated') and device dislocation ('coil found in omentum') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), musculoskeletal pain ("sore shoulders") and procedural complication ("surgery went on approx. 2 1\2 hours longer than scheduled"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, musculoskeletal pain and procedural complication outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, musculoskeletal pain and procedural complication to be related to essure. The reporter commented: still not sure 100% removed. Concerning the injuries reported in this case, the following one were reported via social media: musculoskeletal pain, device dislocation, fallopian tube perforation, procedural complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. New event coil found in omentum were added. Event medical device removal updated to fallopian tube perforation. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('36 hours post op right now') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("sore shoulders") and procedural complication ("surgery went on approx. 2 1\2 hours longer than scheduled"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, musculoskeletal pain and procedural complication outcome was unknown. The reporter considered medical device removal, musculoskeletal pain and procedural complication to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: musculoskeletal pain and procedural complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New event sore shoulder, surgery went on approx. 2 1\2 hours longer than scheduled was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.